Manufacturer narrative:
The device has not been evaluated by the manufacturer because, the account did not plan on returning the product and has since discarded it.

Event description:
It was reported by the customer that the tourniquet cuff would not hold pressure during a surgical procedure which resulted in bleed through into the surgical site. The cuff was not replaced. Although, there was delay in the procedure, the customer was able to finish the case. There was no patient/user injury reported.